Event description:
It was reported that the patient presented in the clinic for a follow up. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited undersensing and r wave amplitude variation. The programming changes were made. The patient was stable throughout.